Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent the proximal femoral nail antirotation (pfna) nail removal procedure due to pain after consolidation in a patient who has already been operated for a fracture on an unknown date. It was impossible to remove the nail despite the ancillary's presence. There was a screw in the cervical blade that the surgeon tried to screw in the axis without succeeding. The patient has been informed and a monitoring was planned for several months. The procedure was extended for one (1) hour. The procedure was not successfully completed. Concomitant device reported: pfna removal kit (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - nail head elements: pfna blade. This is report 2 of 2 for complaint (B)(4). This report captures the intraop issue that occurred during removal procedure while related complaint (B)(4) captures the reported event of hardware removal due to pain.